Event description:
It was reported an implant embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. At the 45-day routine follow up visit, a transesophageal echocardiogram (tee) was performed, and it was noted the device had shifted and embolized onto the mitral valve annulus. There were no patient complications. The physician is considering sending the patient for endoscopic removal.

Manufacturer narrative:
H6: device code updated from device dislodged or dislocated to migration procedural media was provided to aid in the investigation and was reviewed by boston scientific medical safety. 13 transesophageal echocardiogram (tee) images, 5 fluoroscopy video loops, and 5 still tee images were submitted for review. There was only one measurement with 16mm ostial diameter and a depth of 18mm of the empty left atrial appendage (laa). The laa had a windsock anatomy. Measurements of the deployed watchman flx closure device were 25 to 27mm at the shoulder but part of this shoulder was outside of the laa. The 31mm watchman flx closure device seemed somewhat oversized for this laa with a proximal closure device position in some views. The fluoroscopy loops also showed a somewhat proximal closure device position. This proximal position might have contributed to the closure device shift. Follow up tee video loops confirm a proximal closure device shift. The closure device was virtually outside of the laa just above the mitral valve but still attached to the laa. Thus, this was not a device embolization per se because the closure device had not fully dislodged from the laa.

Event description:
It was reported an implant embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. At the 45-day routine follow up visit, a transesophageal echocardiogram (tee) was performed, and it was noted the device had shifted and embolized onto the mitral valve annulus. There were no patient complications. The physician is considering sending the patient for endoscopic removal.

Manufacturer narrative:
B3: date of event - estimated as 45-days post implant.